Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2008 and alleged that her one touch ultrasmart meter was reading inaccurately high. The medical affairs specialist (mas) called and spoke with the patient on may 6, 2008 and obtained additional information. The patient reported that the alleged issue first occurred on eight days prior to original date at 8:30 pm. She had also mentioned that the last result she had obtained prior to calling lifescan 477 mg/dl, however, the actual result in the meter's memory was verified to be 272 mg/dl. The mas confirmed with the patient that she had obtained the result of 272 mg/dl prior to calling lfs on original date. The test was performed in the morning (specific time not provided). Based on that result, the patient took 5 units of insulin in addition to the 25 units of humalog insulin she normally takes before each meal. "Some time later", the patient started feeling shaky (she normally feels shaky when her "blood sugar drops low"). The patient then ate some food and felt better. She did not recall if she had tested on the subject meter while symptomatic, but stated that she normally does not test when she is low. Her insulin regimen also includes a set amount 50 units of levemir insulin which she takes at night. The patient was not tested on any other device and did not seek any medical intervention. She was in the process of making an appointment with her doctor regarding the high results she had obtained. She tests her blood glucose more than 3 times/day. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. The patient was walked through a control solution test with a new vial of test strip and it passed within range. She also performed a blood test during the call with a result in the 300s. This complaint is being reported because the patient alleged that she experienced symptom suggestive of hypoglycemia after taking additional insulin based on the alleged high result. She treated self with food and felt better. Replacement products were sent to the lay user/patient.